Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol kugel patch device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2007 - the patient had an implant of an unspecified bard/davol kugel patch. Ni/ni/ni - the patient had unspecified injuries. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Event description:
The following was alleged by the patient's attorney: (B)(6) 2007 - the patient had an implant of an unspecified bard/davol kugel patch. Ni/ni/ni - the patient had unspecified injuries. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with incisional ventral hernia, thereby underwent open repair with the implant of composix kugel mesh. Per operative notes, ¿there were multiple swiss cheese herniated defects that were converted into one. Then a composix kugel mesh was stapled the top layer of polypropylene right next to the composix kugel ring to the abdominal wall using sutures.¿ (B)(6) 2014 - patient was diagnosed with infected mesh, adhesion and fistula thereby underwent open repair with removal of composix kugel mesh. Per operative notes, ¿the purulent cavity was encountered, and pus was cultured. The kugel hernia patch was dissected away. The adhesions between the mesh and the viscera and the abdominal wall were taken down. There was erosion of mesh into loop of small bowel with fistula between the mesh and the small bowel.¿ attorney alleges adhesions, perforation, fistula, mesh migration, mesh shrinkage, pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol kugel patch device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the brand name, product catalog number and 510(k) number. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 6 years 6 months post implant of composix kugel mesh, patient was diagnosed with infection, fistula, erosion, adhesions and abscess thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists adhesions and fistula as possible complications. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device". Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.